Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set leakage tubing leakage at the site event in between 14-jul-2024 and 20-jul-2024. The infusion set was in use for about a day. No further information available.